Manufacturer narrative:
(B)(4). Closure trigger top. The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that the device was used during a laparoscopic hand assisted nephrectomy. The device would not fire. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Unk at what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk. Is there any other additional information you would like to share about this device or procedure? No other information is known by the caller.